Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear exhibited air. During the procedure, the farawave catheter was inserted into the faradrive sheath and aspirated. When moving the stopcock flow, it was apparent that air was introduced at the stopcock. Aspiration was performed again, and the same issue reoccurred. It was suspected that the stopcock was not functioning effectively on the faradrive sheath and was somehow introducing air. The sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. Additionally, the lot number for the sheath is not available. There was no abnormality observed during preparation of this sheath. A pressure bag was used as a method of irrigation. No air was observed in the patient. The position of the non-boston scientific guidewire when the catheter was inserted into the sheath was approximately 1-2mm out. The sheath is expected to return for analysis.